Manufacturer narrative:
The field service engineer (fse) upon arrival at the customer site noted that the customer was having similar issues with their phosphates, but no specific data was provided. He checked the gearhead pump and it was found to be normal. He checked multiple fluid levels and decided to bring down the cell blank water level slightly. He checked the vacuum for the high concentration waste and believed one of the nozzles might have been blocked. Qc testing was acceptable. The customer has not reported any further issues following the fse visit.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable ca2 calcium gen.2 results that were generated from their cobas 8000 c 702 module. Data was provided for five patient samples. Patient #1 had and initial calcium result of 1.48 mmol/l with a repeat result of 1.99 mmol/l. Patient #2 had and initial calcium result of 1.77 mmol/l with a repeat result of 2.21 mmol/l. Patient #3 had and initial calcium result of 1.77 mmol/l with a repeat result of 2.27 mmol/l. Patient #4 had and initial calcium result of 1.71 mmol/l with a repeat result of 2.32 mmol/l. Patient #5 had and initial calcium result of 1.88 mmol/l with a repeat result of 2.41 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were generated from another analyzer and were deemed to be correct. The calcium reagent lot was 200096601 with an expiration date of 28-feb-2018. The investigation is currently ongoing.